Event description:
Consumer complaint of low blood glucose results. Caller states wife's readings are usually between 80-90 mg/dl. Meter memory shows result on (B)(6) at 7:41a of 46 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).